Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer's blood glucose was 600 mg/dl. Customer administered manual insulin injection to address elevated blood glucose level. Reportedly, the customer reverted to manual insulin therapy.